Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she is currently in the intensive care unit because her pump stopped working. The patient stated that her blood glucose (bg) was 700mg/dl with vomiting and diarrhea. She was taken to the local hospital for treatment . The patient reported she was treated with IV insulin. Customer support (cs) began troubleshooting with the patient and during troubleshooting the patient became upset and did not understand why they could not just send a new pump. The patient reported she then started to feel chest pain. Cs was unable to review all pump settings. Cs completed some troubleshooting and the bolus history was not adding up correctly to the patient as she reported she took multiple boluses the morning of (B)(6)2013, however,in the bolus history there is only one bolus present. Prime history is not adding up correctly because it only took three units to prime pump on (B)(6) 2013. Total daily dose was adding up correctly. Cs was unable to verify other settings and history in pump due to patient not feeling well enough to do so. Cs stated that they will follow-up with the patient in a couple of days. Cs contacted patient, left a message and the patient contacted animas cs and stated that she already sent pump back and using a replacement pump. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of a history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery was on (B)(4) 2013 at 08:37am. The black box and bolus history showed one canceled bolus on (B)(4) 2013 at 04:52am; the bolus was canceled by the user and the pump emitted a warning to notify the user that the bolus was cancelled. No other boluses were performed on (B)(4) 2013. No activity outside of normal use was observed in the black box. There were no unusual primed volumes recorded in the prime history. The total daily dose (ttd) added up correctly and reflected user¿s programmed basal rate target. During testing, the pump powered ¿on¿ and displayed ¿verify¿ screen. The pump was exercised for 24 hours with no alarms occurring. The pump passed a 29 hour flow accuracy test successfully. Periodic boluses were executed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ boluses; the history accurately recorded the boluses. The pump passed the ¿ez-prime¿ steps and primes correctly. No ¿load step malfunction¿ alarms were duplicated during testing. The pump was opened and the force sensor flex pins were found intact and secured to the printed circuit board. The force sensor was found to be out of calibration; the force sensor resistance was within specifications. There was no damage found to the force sensor circuit or to the printed circuit board. During evaluation, no damage was observed on the keypad. All keypad buttons responded appropriately. No evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.